Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information available, during the procedure, the tipcam gave interference intermittently. The other tipcam was used to complete the procedure. There was no harm to patient or user. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: after we finally received the tipcam the root cause analysis was started, and the following damage was found on the device. The connection cable responsible for image transmission is damaged and has a cut in the sheathing. The cut in the connection cable may be the cause of the interference/image disturbances reported by the customer. Furthermore, mechanical damage/impact marks were found at the distal end. The measured light output is 23%, which results in poor illumination of the field of view. The reduced light output may be due to the mechanical damage at the distal end. The handle is scratched on the surface. At the time of the examination, the total operating time of the optics was 87.20 hours. The damage found is not due to a manufacturing/production defect and was most likely caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).